Manufacturer narrative:
Medical records review: the patient with pulmonary embolism and deep vein thrombosis had a vena cava filter deployed without incident. Approximately four months post filter placement, the patient was scheduled for retrieval of the filter. Attempts to snare the hook of the filter were unsuccessful. Review of the venacavagram revealed likely endothelialization of the hook of the filter into the anterior surface of the inferior vena cava. The decision was made to leave the filter in place. There were no complications. Manufacturing review:a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records are provided and reviewed. Approximately four months post filter placement, an attempt was made to snare the hook of the filter with no success. Therefore, based on the provided medical records, the investigation is confirmed for retrieval difficulties resulting in the filter remaining implanted. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warnings: do not attempt to remove the eclipse filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/ pulmonary embolism. Some time post filter deployment, the filter was allegedly embedded and could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/ pulmonary embolism. Some time post filter deployment, the filter was allegedly embedded and could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.

Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months and eighteen days post deployment, the filter was attempted for retrieval. An effort was made with the tulip device to snare the hook on the filter. This failed and then an ensnare triple-leaf 18 to 30 mm device was utilized and again this failed. It was evident from the orthogonal venocavography that the hook of the filter had neo-endothelialized into anterior wall of inferior vena cava. Hence, the filter was non retrievable. Around five years and four months later, computed tomography of abdomen reported that the legs of the filter extend beyond the confines of the aorta into surrounding structures including the wall of the aorta and duodenum. One of the limbs extends into the wall of the aorta. One of the legs extends into the wall of the proximal third portion of the duodenum. Impression of this study indicated that some of the filter struts have penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. One strut was found to penetrate the duodenum. The filter was tilted anteriorly with its cone penetrating through the wall of the inferior vena cava into the pericaval fat. Around eight months later, computed tomography of the abdomen reported the legs of the filter extend beyond the margins of the inferior vena cava. Two extend into the duodenal wall and possibly the duodenum itself. One extends into the wall of the aorta. Therefore, the investigation is confirmed for filter tilt, perforation of inferior vena cava and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.